Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Correction to b5. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Event description:
Additional information was received stating that the ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place on (B)(6) 2025 where the ipg was explanted and replaced to address the issue.